Manufacturer narrative:
Date of event estimated, during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention is pending to address the issue.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.